Event description:
Customer reported that the battery pack for her pump came into contact with a piece of metal (when it was not in use or plugged into her pump) and started to heat up and smoke. When she picked up the battery pack she slightly burned herself. Customer noticed that the plastic ring on the end of the cord for the battery pack was melted.

Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A replacement battery pack was sent to the customer and the original was returned for evaluation. Evaluation results were not reported and the product is no longer available for further evaluation/analysis. No definitive conclusion regarding the root cause of the reported event can be made. We will monitor and trend like issues and initiate a CAPA as applicable.